Event description:
It was initially reported to philips healthcare that the heartstart mrx would not pace during pt use. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.